Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Biomed need assistance on 8100 sn (B)(4) is having an error 242.4030, how to troubleshoot this error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed having issue on 8100 sn (B)(4) error 242.4030, I recommended to verify if the issue is mechanical or electrical, I walk him thru the process and it appears that the issue has something to do with electrical, possibly the motor controller board is faulty, or could also be a logic board. I recommended to consider sending it in for repair. Biomed will consider sending it in for repair.